Manufacturer narrative:
Serial number: (B)(4), catalog number: 720185-01, UDI number: (B)(4), expiration date: 12/04/2015, manufacture date: 12/13/2013.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis had malfunctioned. The patient used the device without problems until (B)(6) 2018 when it suddenly emptied the system. The pump did not work. After pumping a few times it collapsed and did not fill the cylinders. Probable system leakage. The system was replaced with a 100 ml reservoir, pump, and 21 cm x 12 mm cylinders. This complaint was initially submitted to FDA via asr report q2 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.